Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication order was not showing on the station. A technical support specialist remoted into the enterprise server and verified the issue, ran a carefusion coordination engine (cce) query on the database, and confirmed that the patient and communication data were current, also verified that external messaging for facility was up-to-date. After speaking with the customer, they clarified that the just-in-time (jit) restock lists were not current, then dialed into the interface server to further review the just-in-time (jit) triggers. Customer mentioned issues with the file, tss observed being sent on time along with two additional manual sends. Message tracing showed that all replenishment messages were successfully sent to the replenishment mbm, indicating the issue was on the corepoint interface server, customer confirmed that while they received the messages, the connection between corepoint and the atp2 packager was not functioning until. The customer later confirmed that the root cause was a server on their side that required a reboot. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, none of the medication orders were showing. The orders typically display without issue, but they were not showing, and the customer was unable to send medications to the stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.